Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the package was received with the tyvek seal broken. It was not used.

Event description:
Litigation papers allege in the months and years since completion of his hip replacement surgeries, despite initial improvements in mobility and pain reduction, the pt has suffered, and continues to suffer, from injuries of a permanent, lasting and painful nature.

Manufacturer narrative:
(B)(4). External cause there was one device/package received. The package was received with the blister cracked/broken on the end. Each device is packaged in a primary blister pack that is placed into an individual carton. Individual cartons are placed into a sales unit, then into a shipper carton. The individual carton was not provided so it cannot be examined for damage. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. The flange of the broken blister was still adhered to the tyvek indicating that blister was whole and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by external impact to the package. There was no other damage to the package or device. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.